Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been having issues with the insulin pump. Customer was giving herself a bolus when the issue occurred. Customer's blood glucose was 219 mg/dl at the time of the incident. Customer stated that when she is getting out of bed or when she is in the restroom, the pump falls out of her pocket. Customer stated that the drive support cap was sticking out. Customer has not been using the pump for the past couple of days and has been treating manually with a syringe. Customer stated that when she goes to deliver a bolus, the numbers should start off at zero but it has been starting at 0.5 or 0.10 instead. Customer stated that sometimes when she is cooking, the pump gets hooked to the counters and falls to the ground. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.